Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2010. According to the complainant, an excessive fluid level alarm was generated during the ablation. Then, the heater canister began to melt. The temperature at the time of the event is unknown. The procedure was aborted with only six minutes of the total treatment completed. The console was tested and was determined to be operating properly. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Manufacturer narrative:
Additional follow up information received from the complainant confirmed the original complaint that the heater canister melted. However, the returned procedure set cycled normally and functioned as expected. There was no damage observed to the disposable heater canister. Therefore, the most probable root cause for this complaint is not confirmed. However, the reservoir was received collapsed, but did not affect the functionality of the kit. It was also observed during product analysis that tissue residue was present in the tubing harness and connectors, reservoir, and disposable heater canister. Therefore, the most probable root cause for the excessive fluid alarm is operational context. It is also noted that the failure of the reservoir deforming is not a medwatch reportable condition.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, an excessive fluid level alarm was generated during the ablation. Then, the heater canister began to melt. The temperature at the time of the event is unknown. The procedure was aborted with only six minutes of the total treatment completed. The console was tested and was determined to be operating properly. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."